Manufacturer narrative:
Due to character restrictions in block e1 telephone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during set up, the cardiosave intra-aortic balloon pump (iabp) experienced 2 error messages. Code number 10- power up test failure and helium transducer not calibrated error. The customer did try troubleshooting and confirmed there is half a tank of helium. There was no patient involved.

Manufacturer narrative:
Updated fields- b4, d8, d9, e1 (event site email), g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. Despite good faith efforts (gfes), repair information has not been received. The attached service report states that the equipment was checked as required. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly. Experienced 2 error messages. Code number 10- power up test failure and helium transducer not calibrated error. The customer did try troubleshooting and confirmed there is half a tank of helium. There was no patient involved.

Event description:
N/a.